Event description:
It was reported that "the problem of not being able to bite into the skin and the staple not firing is constantly repeated during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first three staples appeared misaligned. There were no clear signs of biological material on the device. The trigger was returned partially engaged. Microscopic analysis revealed the channels on the forming tool were defected. The stapler was received with 26 staples remaining in the cover block, indicating that at least 9 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon functional inspection, the first staple did not fire. Multiple attempts were made but no staples fired. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. The forming tool from the returned stapler was placed within a lab inventory 528135 visistat 35r 6/box. The first staple formed properly and to simulate skin insertion, the stapler was fired into a simulated skin pad. The next 5 staples were successfully applied to the simulated skin pad. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the first three staples were misaligned. Upon functional inspection, the first staple was unable to fire properly. The sample was disassembled and die casting anomalies were discovered on the forming tool. Despite this, staples were able to fire properly after the returned forming tool was placed within a lab inventory stapler. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the problem of not being able to bite into the skin and the staple not firing is constantly repeated during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.